Manufacturer narrative:
Intuitive received the part associated with this complaint and completed failure analysis, and based on log review of remotefe and dsp logs, the instrument was found to have multiple homing failures during initialization. The initialization failure was replicated during in-house testing. Failure analysis found the instrument had a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.104". No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of remotefe and dsp logs does not show blade jammed failures. The knife slot test passed at 0.027". After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. Cut and energy delivery tests were unable to be performed since the instrument was returned with the energy cord cut. The instrument likely failed initialization due to the dislodged blade. Additional observation not reported by site: the instrument was returned with 1 jaw ceramic dot dislodged. The dislodged ceramic dot was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted the vessel sealer extend (vse) instrument had a message indicating the blade was exposed, but it was not. The procedure was completed with no reported injury.